Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-00140. The report is related to the following linked patient identifier: (B)(6). This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
It was reported that during a therapeutic laparoscopic assisted endoscopic retrograde cholangiopancreatography the distal cover self-dislodged and subsequent dropped out while withdrawing the scope through the trocar (non-olympus device) extending the procedure by 2 minutes. The distal cap was retrieved from the patient¿s stomach. The patient was on general anesthesia during the procedure. No error messages were noted. There were no reports of patient harm.

Event description:
It was reported the procedure was completed and no other devices were used to replace the subject device. The reported event occurred at the end of the procedure. The recovered tip was not damaged. The endoscope was inserted and removed through the trocar. It is unknown if the patient had a stricture in the esophagus or stomach. The user was not aware that inserting a duodenoscope with a disposable tip through a trocar was not recommended.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out g2. Additionally, to provide an update to field a2, a3, a4, a5, a6, b3, b5 (ga24062256-2), b7, and d4. It was reported that the user did not apply anti-fog agent to the scope lens. However, endoglide lubricant was applied to the scope. The distal cover placement was confirmed by twisting, cover remained seated, hook of distal ring was fully visible. -reconfirmation of complaint event: since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation: olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831). -type test: when design changes, olympus evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the distal cover dropped which led to recovery of the subject device occurred by the following. - attachment of the cover was insufficient. - the cover came into contact with the tip of the trocar. However, the subject device was not returned and the root cause could not be identified. The event can be prevented by following the instructions for use which state: -see attachment procedure and warning chapter in 9.3. "Put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." -see the chapter 4.2 ¿insertion¿ "place the mouthpiece between the patient¿s teeth or gums, with the outer flange on the outside of the patient¿s mouth." "Insert the distal end of the endoscope through the opening of the mouthpiece, then from the mouth to the pharynx while viewing the endoscopic image. Do not insert the insertion section into the mouth beyond the insertion section limit mark." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional legal manufacturer's investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the device lot number provided, it has been over 1 year since the subject device was manufactured. Information has been added to h4 and h6 from the previous submissions.

Manufacturer narrative:
This report is being supplemented to provide additional information received for h7 and h9.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal cover exhibited a self-dislodgment and subsequent dropping while withdrawing the scope through the trocar. The issue was observed during an unspecified (ercp) procedure. There were no reports of patient harm.